Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump insulin duration was inaccurate. Reportedly, the insulin duration was set to 3 hours and should be set to 5 hours. Contact is unsure how the insulin duration became inaccurate. Contact stated the setting may have been accidentally changed. Customer had elevated blood glucose (bg) levels (259 mg/dl). Customer delivered a bolus to address elevated bg levels. Tandem technical support guided the customer through adjusting the insulin duration setting.